Event description:
During a coronary stent procedure, the shaft of the delivery device broke crossing a pre dilated lad lesion. The delivery/stent device was removed with a snare. Pt status is listed as "okay".